Manufacturer narrative:
Product complaint # (B)(4). Investigation summary- no device associated with this report was received for examination. A manufacturing record evaluation (nc search) was performed for the finished device product code: 151640405, lot: c45548 and no non-conformances / manufacturing irregularities were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot- a manufacturing record evaluation (nc search) was performed for the finished device product code: 151640405, lot: c45548 and no non-conformances / manufacturing irregularities were identified.

Event description:
Doi: (B)(6) 2016: 54-year-old female patient received an attune right knee tka to treat djd. The patella was resurfaced and competitor cement x1 was utilized. The procedure was completed without complications. Dor: (B)(6) 2024: female patient received a total right knee revision to treat loosening of the tibial tray. Upon entering the joint, the surgeon expressed a large effusion and identified and debrided metallosis secondary to loosening of the tibial tray. The tibial tray was grossly loose and debonded at competitor cement to implant interface and revised. Surgeons performed a complete synovectomy to ensure complete removal of all metallosis. The femoral component and patella were well-fixed and retained. The revised tibial insert showed evidence of wear and pitting. The patient received a depuy attune revision tibial construct. The procedure was completed without complications. Doi: (B)(6) 2016. Dor: (B)(6) 2024. Affected side: right knee.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: e1: reporter is a legal professional.